Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of the backup mode was due to temperature sensitivity of the integrated circuit (ic). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported prior to implant procedure on (B)(6) 2023, the implantable cardioverter defibrillator (ICD) presented in backup vvi mode. The device was not used and there was no patient involvement.